Event description:
A (B)(6) y.o. Male type 1 diabetic admitted on (B)(6) 2011 through emergency department with chest pain, syncope, increasing shortness of breath with exertion, orthopnea, syncope, subacute endocarditis, and positive troponin lab values. Cardiac catheterization revealed decreased left ventricular function with ejection fraction approx 35%, aortic insufficiency, pulmonary hypertension, and coronary artery disease in multiple vessels. Began treatment for endocarditis and taken for coronary artery bypass and aortic valve replacement with mechanical valve on (B)(6) 2011. On (B)(6) 2011, echocardiogram revealed aortic pressure gradient of 25-30mmhg. Fluoroscopy on (B)(6) 2011 showed mechanical valve not functioning optimally - cause unk. Valve manufacturer consulted. Pt scheduled for transesophageal echocardiogram for further evaluation of the valve and aortic valve surgery. Pt suffered cardiac arrest and death on (B)(6) 2011, prior to these being done. Autopsy is pending.